Manufacturer narrative:
Plant investigation: the manufacturer received a complaint product sample from the customer without original packaging or label identification. During the disinfection of the complaint product sample a leak was found from the heparin line to the red ¿t¿ connector. During the visual inspection was found a channel leak in the heparin line to red ¿t¿ connector. The reported event was confirmed during sample evaluation. A DHR review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. This kind of failure mode could be attributed to an error made during assembly. Such errors include dispensers not appropriately working in the assembly process (occluded bushing drain, solvent pump) bushing diameter, larger pin size, lack of solvent in dispenser, solvent application technique, unqualified operator, or unclear work instruction.

Event description:
A facility administrator (fa) reported to fresenius that a blood leak occurred with the combiset bloodlines during the patient's hemodialysis (hd) treatment. The fa provided additional information during follow-up. The reported issue was visually observed approximately 20 minutes into treatment on a 2008t machine. A nurse visually observed droplets of blood on the machine. A crack was identified in the "t" connection of the bloodlines where the heparin pigtail line is connected. The patient¿s estimated blood loss (ebl) was approximately 25 ml. There was no patient injury or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device is available to be returned to the manufacturer for physical evaluation.

Event description:
A facility administrator (fa) reported to fresenius that a blood leak occurred with the combiset bloodlines during the patient's hemodialysis (hd) treatment. The fa provided additional information during follow-up. The reported issue was visually observed approximately 20 minutes into treatment on a 2008t machine. A nurse visually observed droplets of blood on the machine. A crack was identified in the "t" connection of the bloodlines where the heparin pigtail line is connected. The patient¿s estimated blood loss (ebl) was approximately 25 ml. There was no patient injury or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.